Event description:
The nav3 camera kit was sent for evaluation because the navigation system was not connecting to it. During device evaluation it was not that the plug of the power cable was missing and the cables were exposed. No adverse event was associated with the device.

Manufacturer narrative:
Based on the investigation results it was evident that the plug of the power cable was damaged and the cables were exposed. It was also observed that the fire wire cable was electronically damaged. The damaged power cable and/or the damaged fire wire cable caused the camera connection to fail.